Event description:
Determined to be reportable based on analysis completed on (B)(4) 2010. It was reported that during a percutaneous coronary intervention procedure, the advantage 26 inflation device was unable to be inflated more then ten atmospheres. The procedure was completed with another of the same device. Device analysis revealed the gauge, was inaccurate.

Manufacturer narrative:
Device evaluated by manufacturer: the unit components were visually examined for any damage or defect. No visual issues were noted. The unit was functionally examined. The unit was inflated to 26atm's and no issues were noted with the inflation or deflation of the returned unit. Product analysis indicated the gauge accuracy test was not within the required parameters. It is probable that the unit received an internal mechanical shock causing the gauge to fail the accuracy test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).